Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "overstuffing in resurfacing hemiarthroplasty is a potential risk for failure" written by pieter c. Geervliet, jore h. Willems, inger n. Sierevelt, cornelis p. J. Visser, and arthur van noort published by journal of orthopaedic surgery and research 2019 was reviewed. The article's purpose was to evaluate the ability to restore humeral head anatomy and to determine the inter-observer reliability of the critical shoulder angle (csa), length of the glenohumeral offset (lgho), and deviation of the center of rotation (cor) in a hemi rhhi. Data was compiled was from 48 shoulders that received global cap uncemented resurfacing shoulder hemiarthroplasty between 2007 and 2009. Due to hydroxyapatite coating, no cement was used for fixation. Figure 1-3 provides radiographic imaging for shoulder angle and implantation measurements. Depuy product: global cap resurfacing humeral head. Adverse events: 1) revisions to tsa for the following reasons: pain, loss of range of motion, traumatic rotator cuff tear, glenoid erosion, subscapularis tendon repair, arthrofibrosis. 2) positive test for infection from tissue taken at time of revision.